Event description:
It was reported that the user experienced episodes of hyperglycemia and hypoglycemia while using the ilet, with time-in-range improving from 34% to 55.6%, an average glucose of 170 mg/dl, increased total daily insulin from 37 units to 61 units, and indications of missed meal announcements followed by lows after highs. Symptoms included high and low blood glucose readings. Outcomes included no reported alarms, no reported hospitalization, and the need for additional information from the user to clarify the cause. Investigation included attempts to contact the user and collect details regarding low and high glucose events, which were unsuccessful after multiple calls and voicemails. Investigation of this case revealed that the cause of the hyperglycemia and subsequent lows remained unclear due to insufficient information and no evidence of device alarms or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.